Event description:
The customer reported that the system displays a collimator iris potentiometer error.

Manufacturer narrative:
(B) (4). The ge service rep replaced the collimator iris potentiometer and verified proper operation os system. The unit is functional and operates as intended. (B) (4)